Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the device failed the displacement test. Reviewed the alarm history and found an error alarm. The caller stated that the insulin pump was not exposed to an MRI. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. The blood glucose reading was 101mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed continuously after battery is installed. Problem isolated to interface board. Unable to verify motor error alarm due to continuous alarm. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.